Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had fluid in the ipg pocket and stimulation in the wrong location (mfg report reference: 3006705815-2019-00792 & 3006705815-2019-00793). The patient was reprogrammed, which temporarily resolved the stimulation issue. The patient then met with their physician regarding the stimulation in the wrong location and also reported fluid in the ipg pocket. The impedances were checked on the patient's leads and all read low. The patient was attempted to be reprogrammed again but effective therapy could not be achieved. The physician drained the pocket of the fluid, but it returned about a week later. The patient underwent revision surgery on (B)(6) 2019. The physician found that the leads were in the pocket and decided to explant the system.